Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp was observed. Clear passage testing was performed and there were no issues observed. Leak and clamp function testing were performed and no external leak was observed; however an internal leak through a closed twist clamp was observed. The reported separation was verified. The cause of the separation was due to the broken occlude legs beneath the white twist sleeve. The cause of the broken occlude legs could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.